Event description:
It was reported that the sensor was "kink" and not communicating well to the device. The patient stated he had been sick over the past weekend. He also stated his sugars have not been doing well and concerned if his pump had not been working correctly or his dexcom cgm was not correct. On (B)(6) 2024, while the patient was at work his sugar went high and his blood pressure bottomed out. He was feeling sick and dizzy. 911 was called and when paramedics arrived, his bg was checked and it was over 400 mg/dl. It is unknown what the cgm was displaying during this time. He was taken to the emergency room (ER). At the ER they took his pump off. The patient had blood tests done, a CT (computed tomography) scan and was on IV fluids and treated with insulin. At the time of the report, the patient was in stable condition.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information is required.